Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser does not turn on. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and confirmed, and replicated the reported event. The power control module, the heel switch assembly, and the power driver printed circuit board (pcb) were replaced. The system was then tested and met all product specifications. The system was manufactured on august 31, 2015. Based on qa assessment, the product met specifications at the time of release. Based on the information provided, as multiple parts were replaced to address the reported event, it remains inconclusive which part may or may not have contributed to the reported event. However, the root cause can be attributed to component failure. The root cause of the reported event can be attributed to component failure. The manufacturer internal reference number is: (B)(4).